Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on act button. The functional tests could not be performed including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or test for motor error alarm and meter communication due to no button response. The motor passed the motor test. The device had cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer initially called on (B)(6) 2013 to report he had a stroke and complained about his blood glucose level being high. Customer's blood glucose value was 230 mg/dl. Troubleshooting was done and no issues with the set or site were found. The customer called back on (B)(6) 2013 to perform the high pressure test. The test passed, but when trying to reset the fixed prime, the customer reported that the numbers on the screen were scrolling. The blood glucose at the time of the incident was 167 mg/dl. He also reported wearing the insulin pump during an MRI/CT scan test. Troubleshooting was not able to resolve the issue. The device was returned for analysis.